Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the cssd staff noticed during visual inspection of the prograsp forceps instrument that the wire was fraying/tearing at the instrument tip joint. The procedure was completed with no reported injury.